Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 16x3.50mm promus premier drug-eluting stent, it was noted that the stent came off the balloon before loading it on the back of the guide wire. The physician used a non-bsc stent and completed the procedure. No patient complications were reported and the patient's status was stable.